Event description:
The technician alleged that the head of the bed will lower by itself. No pt impact.

Manufacturer narrative:
The technician found a frayed hand control pendant. The technician replaced the hand control pendant to resolve the issue.